Event description:
It was reported that a cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial oversensing and out of range pacing impedance measurements. Technical services (ts) analyzed the presenting electrogram (egm) and device episode data and found that this right atrial (ra) lead pacing impedance measured greater than 3000 ohms. There was oversensing of noise and the ventricular signal which resulted in inappropriate atrial tachy response (atr) episodes with a mode switch as well as brady pacing. During one episode, there was possible loss of capture (loc). This ra lead was not manufactured by (B)(6). No adverse patient effects were reported. Currently, the crt-d remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).